Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the safety ring was broken on the adjustable pressure limiting valve. The adjustable pressure limiting valve was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit had a large leak discovered during preuse testing. There was no report of patient involvement.